Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. Boston scientific technical services (ts) discussed bringing the patient into clinic for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this device and lead were explanted due to high pacing impedance measurements and noise. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 388 millimeters (mm) from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.